Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during wound check, the patient had complaints of general chest pain. The right ventricular (rv) lead was found to have a high increasing threshold. A follow up with the patient¿s healthcare provider yielded that the physician is monitoring the lead. The lead remains in use. No patient complications have been reported as a result of this event.